Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during routine f/u, the tachy episodes showed 3 vt episodes, however when retrieving the episodes showed the diagnostics with "egm is unavailable". Session second was reviewed and showed the message as well. The programmer clock was not correct when pulling records. The session records were cleared and submitted for further review. The device remains implanted.